Event description:
It was reported that (1) er320 was used during a lap chole procedure. It was reported by the rep that the erca is spitting out clips and the clips are coming off vessels once clipped. It is unknown how the case was completed. There was extended or time by two minutes.